Event description:
It was reported that (2) lcsc5 were used during a colon resection procedure. It was reported by the affiliate that the device would not function with hituv and h2tuv. Opened another device to complete the case. There was no consequence to pt.